Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. H10 additional narrative: corrected: h6 (patient). H6 patient code: removed the code for surgical intervention. H6 patient code: no code available (3191) was used to capture surgery prolonged, device revision or replacement, and insufficient information.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient is having a left total knee revision with a competitor product implanted. The attune revision trials were all sat perfectly during trialing. During the implantation of the definitive components, the femoral component would not seat fully. It was left proud and created a gap balance issue. Also during impaction of the real femur, the anterior cortex of the femur cracked. The stem was over-reamed by 1mm. The broach and the femoral trial construct sat perfectly. There was a 3 minutes surgical delay. Doe: (B)(6) 2019; left knee.